Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the blades were dull and would not penetrate the cornea; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blades were dull and would not penetrate into cornea during surgery. The procedure details were not provided. There was no report of any patient harm. Additional information has been requested. Additional information has been received which confirmed that multiple knives were dull during separate cataract surgeries. Replacement knives were obtained in order to complete each surgery.